Manufacturer narrative:
(B)(4).

Event description:
Product returned for investigation. An external visual inspection was performed and passed. A transmitter voltage test was performed and passed at 0.21 vdc. A (B)(4)bluetooth pairing test/download was performed and pass.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a pairing failure occurred. Data was evaluated and the allegation was confirmed. The probable cause was determined signal loss. In addition, the probable cause of the signal loss was determined to be the mobile device updated its operating system which closed the app. The reported event of a pairing failure is reportable based on the finding of the mobile device updated its operating system which closed the app. No injury or medical intervention was reported.